Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recv3880 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that at 11:00 on may 19, PICC catheterization was performed aseptically, and the process went smoothly. After changing the dressing on may 20, it was found that the dressing penetrated quickly. The blood was not withdrawn smoothly, and fluid was seen to leak from the puncture point when the saline was pushed. On may 21, the catheter was pulled out, and when the catheter was flushed with saline, there was leakage at the front end.